Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the reported information, there was the possibility that this phenomenon was attributed to the following. - the accumulated dust prevented cooling inside the subject device, and the temperature around the lamp unit exceeded the criterion (85 degrees celsius). - the internal temperature of the subject device increased, and a device related to lamp illumination had failure. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in the unspecified timing, it was found that the error e102 which indicated the subject device was broken down was displayed on the monitor. Then, the user exchanged the lamp of the subject device to new one, but the error e102 was still displayed. Also the emergency lamp lit up instead of the examination lamp and the error e102 occurred, but the intended procedure was completed using the subject device. The technician of olympus (B)(4) checked the subject device on-site and found that there was a lot of dust on the right fan grilles and in the video connector socket. The technician cleaned the subject device on the inside. There was no report of patient injury associated with this event.